Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated the controller wasn't charging from ac power. Pt had controller plugged up today, but controller battery was 60% and wouldn't increase. Pt had tried resetting controller and turning off and on. Pt had controller plugged in during the call and reported green light was on ac power supply, but no green light was on the controller. Pt inspected power supply, battery compartment and port, but did not see any damage. Pt plugged controller in without li battery and reported the screen would flicker off and on. Pt inserted aa batteries, but the controller did not turn on. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back stating that they couldn't get the controller battery to charge and that they thought they sent back the wrong controller from the replacement. Pt provided pss with the serial number of the controller they kept; pss confirmed with the pt that they kept the replacement controller. Pt confirmed that the ac power supply green light was on. Pt thought that the ac power supply was causing the issue. Pss reviewed ac power supply and battery pack replacement with the pt. Additional information was received from the patient. Pt said they got the replacement li battery pack, but never got the replacement ac power supply. Pt said the controller still would not charge with the replacement li battery pack. Pt said they had the controller plugged in all night, but the controller did not charge. During the call, the controller displayed "batteries low: recharge the controller" even though the controller was plugged into the ac power supply. Pt said their legs were hurting and they were having difficulty walking because their ins was depleted and they could not charge their ins because they could not charge the controller. An email was sent to the repair department to replace the ac power supply. Additional information was received from the pt. Pt called back regarding the replacement bp and power supply. Pt stated they are still unable to get their recharger (rtm) to charge. Pt described the controller (ptm) battery pack being on the power supply for appr oximately 4 hours today without charging. While inspecting equipment, pt discovered one of the ptm connector port pins appeared to be missing. Pt denied any visible damage to any other components. Pt verified ptm 'battery indicator' light was not illuminating when ptm was connected to the ac power supply although power adapter light is showing for the power supply. A replacement controller was requested. Pt sent in replacement controller with no device allegations.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #:(B)(6) ubd: , UDI#: ; product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 programmer (serial number)(B)(6) revealed that the unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. It was able to pair and communicate with test implant via bluetooth and activate and deactivate stim functions. The stim button bosses were broken. H3: analysis of the m995402a001 battery pack (serial number nlh114538n) revealed that the battery charged when placed in a known good programmer. It was ready by battery pack reader and met specification requirements. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.